Event description:
It was reported that an ilet user experienced a libre 3 plus cgm pairing failure and sensor error, initially without access to the mobile phone to rescan, followed by successful sensor scanning after updating the ilet app cgm selection and later accidental removal of the newly applied sensor requiring replacement and reactivation with a full warmup; a dosing-stop-soon notification appeared during warmup and resolved with the first glucose reading. Symptoms included no reported adverse physiological effects and no impact to blood glucose reported. Outcomes included temporary interruption of automated dosing during sensor warmup with restoration after successful cgm connection. Investigation included user-guided troubleshooting, cgm selection correction within the ilet app, sensor replacement, and activation with the prescribed warmup period. Investigation of this case revealed user setup error regarding cgm type selection and a dislodged sensor, both resolved through education and reapplication. It was concluded that device function was consistent with design, with the event attributable to user setup and handling, and that dosing resumed appropriately after proper pairing and warmup.